Event description:
The reporter stated that the surgeon inserted a 12.5 mm icmi25v4 implantable collamer lens in 2005. Due to excessive vault, narrowing of the angle and shallowing of the acd, the lens was exchanged for a shorter length icl 54 days later.